Manufacturer narrative:
(B)(4). The customer returned one sealed cda-42703-p1a kit. Upon visual inspection it was found that the lidstock was missing the batch information and expiration date. A device history record review could not be performed as no lot number was provided. The customer complaint of the kit lidstock missing information was confirmed during sample investigation. Visual inspection confirmed that the batch information and expiration date were missing from the lidstock. The probable cause of this issue is packaging related and a non-conformance request has been generated to further investigate this issue.

Event description:
The customer reports that the lidstock did not have the lot# or expiration date. The alleged issue was detected upon receipt.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the lidstock did not have the lot# or expiration date. The alleged issue was detected upon receipt.